Manufacturer narrative:
A remote service engineer (rse) spoke with the customer and the customer alleged that the central station no longer emitted sound. The rse advised the customer checked the sound setting in the control panel under windows but it was not answering. The rse assisted the customer to restart the philips application, but the problem remained. The rse determined that the problem was in windows itself. The rse assisted the customer to do a complete reboot of the pc and the sound came back. The rse also checked the sound settings in control panel which was ok and it was properly configured on the philips loudspeaker. The system worked again according to philips specifications. Based on the information available and the testing conducted, the cause of the reported problem was due to windows issue. The reported problem was confirmed. Analysis was performed and investigation has been completed. The engineer assisted the customer to do a complete reboot of the pc and the sound came back.

Event description:
Philips received a complaint on the patient information center ix indicating that "the central station no longer emits sound". It is known that the device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A remote service engineer (rse) spoke with the customer and the customer alleged that the central station no longer emitted sound. The rse advised the customer checked the sound setting in the control panel under windows but it was not answering. The rse assisted the customer to restart the philips application but the problem remained. The rse determined that the problem was in windows itself. The rse assisted the customer to do a complete reboot of the pc and the sound came back. The rse also checked the sound settings in control panel which was ok and it was properly configured on the philips loudspeaker. The system worked again according to philips specifications. Based on the information available and the testing conducted, the cause of the reported problem was due to windows issue. The reported problem was confirmed. Analysis was performed and investigation has been completed. The engineer assisted the customer to do a complete reboot of the pc and the sound came back. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6).